Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On march 12, 2024, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. Patient did not provide any examples but wanted the issue to be resolved. A review of the system performance in data management system (dms) suggested a deviation in system performance due to which a sensor replacement was approved. There were no adverse events associated with this incident and no medical attention was required. The patient will have the sensor removed.

Manufacturer narrative:
The initial investigation was performed on customer synced glucose values on data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, the sensor performance had deviated from normal behavior. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued for return and replacement of sensor. The returned sensor was investigated which revealed a loss of chemical performance due to oxidation of chemical component of the sensor. The sensor raw data (in-vivo) indicated the same behavior of accelerated oxidation of chemical component. This would have likely impacted the sensor inaccuracy. No further investigation was found necessary for this complaint. B4.date of this report 07 june 2024 d4.primary unique device identifier (UDI) number updated to (B)(4) d9 device available for evaluation? Yes, 05/08/2024 g3.date received by the manufacturer? 07 june 2024 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.